Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the device packaging available for return? If yes, to whom would you like the shipper kit sent?

Event description:
It was reported that during a laparoscopic bypass procedure, package complaint, no issue with stapler. The staff is confused by packaging as to what is the lot number. There is a bold number next to the date of expiration, however above that it says lot and another series of numbers. Stapler used; no product issue. There were no adverse consequences for the patient.